Event description:
It was reported that a minimum fill notification occurred and the insulin gauge was inaccurate in multiple cartridges. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.